Manufacturer narrative:
(B)(6) 2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Piece of week old tampon (broken off) and stuck [foreign body in reproductive tract] discomfort- vagina [vulvovaginal discomfort] ph change after period- vagina [vaginal ph abnormal] normal for my (ph to change) after period but only lasts a day or two, this has lasted up until today [condition aggravated] piece of tampon broken off [device breakage] consumer reported via e-mail that a small piece of a tampon used one week ago was found to have broken off. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Piece of week old tampon (broken off) and stuck [foreign body in reproductive tract], discomfort- vagina [vulvovaginal discomfort], ph change after period- vagina [vaginal ph abnormal], normal for my (ph to change) after period but only lasts a day or two, this has lasted up until today [condition aggravated], piece of tampon broken off [device breakage]. Consumer reported via e-mail that a small piece of a tampon used one week ago was found to have broken off. No serious injury was reported.